Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 420 mg/dl. The customer took a shot and her blood glucose level went back down. She was nauseous. Large bubbles were present along the tubing length. The device was not returned.